Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body; the insert chip was identified and there was presence of solvent on the top of the chip. There was solvent present on the threads inside the barrel of the main body. Functional testing including leak, clear passage and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.